Event description:
The user was preparing sample for drawing blood when tube's top broke then cut user's finger. Code 68: no samples were available for evaluation. No medical treatment was administered.